Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the rdf analysis, the trima accel system operated as intended. Additionally, the customer's internal investigation determined that the unit was not hemolyzed

Event description:
The customer would like the run data file investigated to determine a possible cause for the possible hemolysis in the differential red blood cell (drbc) unit. The possible hemolysis was identified after the collection. No hemolysis was reported during the procedure. No donor reaction was reported by the customer. The patient's age is not available at this time. (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: the customer visually inspected the unit to gauge the level of hemolysis and determined it was within their acceptable limits. Per the customer, at the end of their investigation, they did not consider the unit to be hemolyzed. The run data file was investigated for the procedure. No unusual process variable was identified and trima accel operated as intended. There is no indication in the run data file of any event that could result in the possible hemolysis observed in the drbc product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.